Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. Instructions for use (IFU) states: ¿do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged.¿ the cause of the event was determined to be due to a faulty cable unit.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the user¿s report was confirmed. The black screen was displayed due to a faulty cable unit. The rear cover labels were found fading. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported image issues while using a camera head. The screen was black before a knee arthroscopy procedure. The procedure was completed using a similar device. There was no patient harm/injuries related to the reported issue. The device was inspected before the procedure and no abnormalities were found. No additional information has been obtained.